Manufacturer narrative:
(B)(4). The initial report for this complaint was incorrectly submitted as a follow-up report under 0001825034-2016-04835-1. This report is being submitted as an initial/follow-up to correct the report number sequence. The reported event is not confirmed. A visual inspection was not performed, as device was not returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to pain and tibial subsidence approximately fifteen (15) years following implantation of a partial knee arthroplasty. The patient was revised to a total knee arthroplasty.